Manufacturer narrative:
Investigation summary: this complaint is for contaminated tubes of phoenix ast broth (246003) batch 0294271. The customer provided photos but, no returns for investigation. The photos showed a tube of ast broth with fungal like contamination in the tube. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using 15 bd phoenix¿ ast broth, biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: ast broth was showing fungal elements. So customer is concerned about the quality of the product.